Event description:
The following information was reported to gore: on (B)(6) 2008, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. 1x trunk ipsilateral leg and total 4x contralateral legs were implanted, extending to both common iliac arteries. On an unknown date, expansion of both common iliac arteries was observed. On (B)(6) 2025, a reintervention was performed. Both internal iliac arteries were coil-embolized, and additional stent grafts were placed in each external iliac arteries. Furthermore, a bird-beak was observed at the proximal end of the trunk ipsilateral leg. Although no endoleak was observed, an additional stent graft was placed proximally as a preventive measure. The physician¿s comment: ¿as we do not have surgical records, it is unclear whether the initial placement of stent grafts was suboptimal or if there was an error in size selection. Although more than 16 years had passed since the initial placement, no damage or deterioration of the device was observed.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.